Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was detached. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.